Event description:
It was reported the patient experienced overdose symptoms and the patient was sedated while staying overnight in the hospital post-operatively. After replacement for normal end of life, the new pump and catheter were implanted [refer to manufacturer report # 3004209178-2014-05093 regarding catheter replacement] and the pump was turned down to the lowest rate for the concentration (0.72 mg/day with 15 mg/ml). It was further reported the physician was notified that lower settings would require dilution of medication and opted to keep the settings at 0.72 mg/day. The physician advised the patient and hospital staff that the patient be kept overnight as a precaution. It was noted when the patient was sedated during her overnight stay at the hospital, the patient¿s pump was turned to minimum rate. The patient was scheduled to have the catheter and internal tubing cleared of old concentration and replaced with diluted concentration on (B)(6) 2014. It was noted the patient was doing fine at this time. The pump was being used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).